Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion the cadd cleo infusion set cannula detached from adhesive pad and came out of body while adhesive remained adhered to body. There was patient involvement and no harm.